Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device with the same reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was achieved with a proglide device using the pre-close technique via a 7fr sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, after the first proglide suture was successfully placed, there was no suture present with plunger removal for two additional proglide devices. Proglide use was abandoned. A cut down was used to preform the evar procedure and the suture of the first proglide device was removed. The sheath was upsized to a 22fr and the evar procedure was completed. Surgical suturing was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.